Manufacturer narrative:
Results: the first lantern evaluated was ovalized approximately 132.5 cm from the hub. Conclusions: evaluation of the lanterns revealed that both devices were ovalized. This type of damage typically occurs due to improper handling during use. If the devices is forcefully handled during positioning within patient anatomy, damage such as this may occur. The ovalization in the lanterns likely prevented the ruby coil from advancing out of the lanterns. Evaluation of the first ruby coil evaluated revealed that the pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully handled during use, damage such as this may occur. Evaluation of the second ruby coil evaluated revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The ovalization in the lantern also contributed to the resistance experienced and the ruby coil unintentionally detaching within the lantern. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01263, 3005168196-2017-01264, 3005168196-2017-01265.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a ruby coil out of the lantern; therefore, the ruby coil was removed and re-sheathed. The physician then adjusted the catheter and attempted to advance another ruby coil; however, this ruby coil was also unable to advance. The physician then removed the ruby coil and the lantern, and inserted a new lantern. The physician re-attempted but was still unable to advance the first ruby coil; therefore it was removed. The physician then successfully placed the second ruby coil and additional ruby coils. The physician then again felt resistance advancing another ruby coil and, upon manipulation, the ruby coil broke within the lantern. The lantern was removed with the broken ruby coil inside, and the procedure was ended at that point. Additionally, there was no alleged deficiency with the second lantern. There was no report of an adverse effect to the patient.